Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause and value of high bg were unknown. Bg was treated by changing the infusion set, manual injections, and correction bolus. The customer was instructed to consult with the healthcare provider regarding bg level.